Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported on (B)(6) 2025, routine PICC dressing change in the outpatient clinic revealed swelling in the arm where the catheter was inserted. Routine dressing change and oral cefaclor were given. On (B)(6) 2025, the swelling and pain in the right upper arm did not improve, local skin turned red, and pus was pressed at the puncture site. There was no fever, so the patient was admitted to the hospital and given cefoperazone sodium and sulbactam sodium for infection. Color doppler ultrasound showed thrombosis, and rivaroxaban was added for anticoagulation. On (B)(6), the color doppler ultrasound showed improvement.